Manufacturer narrative:
An injector lot number search was performed and one similar complaint was found.

Event description:
The reporter stated, the msi-tf injector was found to be hard to turn and they were experiencing a tightness when twisting the injector and were unable to use them.